Event description:
A medtronic rep reported that while preparing the instrument to be moved to another site he found that the 5.0 solera tap was clogged. The medtronic rep worked with sterile processing but was unable to unclog the tap. No pt was present.

Manufacturer narrative:
There was no pt present at time of report. RMA issued. Replacement part shipped (B)(6) 2012. Investigation finds the returned tap was not blocked, as reported. Was able to pass a guide wire through the tap without issue. The tap also inserted into a navlock easily and rotated without issue. No problem found.